Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A physician reported a patient with mild-moderate rainbow glare one week pot treatment. Surgery was completed uneventfully. Approximately one month later, symptoms were reported to be improving slowly. There are multiple related reports for this facility. This report addresses patient's left eye and other manufacturer reports will be filed.